Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge may have leaked insulin. The contact reported that the back of the pump/case was wet. Reportedly, the cartridge was filled with 300 units. However, the contact stated that the cartridge may have been overfilled. There was no impact to the customer's blood glucose level. A new cartridge was successfully loaded to address the event.